Event description:
During the procedure, one side of the jaws of a laparoscopic prestige grasper broke off inside the patient's abdomen during a laparoscopic appendectomy/cholecystectomy. All pieces of the broken instrument were removed from the patient's abdomen.